Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (7) seven small volume intermates were leaking from an unspecified location. The units were pre-filled by civa and contained 0.9% sodium chloride. The problem was noted prior to product use (before admixing the drug). There was no patient involvement. No additional information is available.

Manufacturer narrative:
There were (3) three actual products affected for lot 18g019. The lot was manufactured between july 16, 2018 - july 18, 2018. Three actual devices were received for evaluation. Visual inspection on the returned samples revealed fluid inside the bag that contained the samples. The cause of the fluid inside the bag was due to the untightened blue winged luer cap. Functional testing was performed by filling the devices and after fill, the blue winged luer cap was hand tightened. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.